Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after inserting the angio-seal valve bypass tube into the sheath the shaft of the device bent and was unable to be pushed in or pulled out. The sheath and device were then pulled out and manual pressure was held. There was no patient injury/medical or surgical intervention required. The patient was in stable condition and the procedure outcome was successful. The estimated blood loss was less than 250cc. Additional information was received on 25sept2020. The procedure performed prior to the use of the angio-seal device was a left heart catheterization. A 4fr procedural sheath was used. A pre-deployment angiogram was performed and there was no problem inserting the angio-seal sheath.